Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient was undergoing a surgical procedure. Upon interrogation of the device, a charge time (CT) error was displayed on the programmer. Upon review of device memory, the prior follow-up occurred on (B)(6) 2015. The CT error was triggered more than 7 months ago. Ts explained that sometime between (B)(6) 2015 and (B)(6) 2016, the device was most likely unable to perform a weekly impedance measurement due to a charge timeout. This behavior is not related to the device's ability to reach high target voltage for shock (1350v), it is only expected to affect the low voltage integrity check. Because future device impedance integrity check may be intermittent, boston scientific recommends replacement as a result of this suspected marginal device hardware behavior. Additionally, the CT error code will continue to display at all future follow-ups as it is a non-reset type alert. This specific device was observed to eventually complete the impedance check from (B)(6) 2016 to current date (B)(6) 2016). The impedance integrity was within normal range. Most recent charge times for capacitor reformation were also observed to be normal (9 seconds). It was felt with increasing level of confidence that therapy is not affected by this condition. Boston scientific received information that no invasive intervention has been scheduled to date.

Manufacturer narrative:
(B)(4); boston scientific received information that this field clinical specialist contacted boston scientific's technical services in (B)(4) 2017. Upon interrogation of this device, a charge time code was identified upon interrogation. A firmware upload was being undertaken at the time. Upon completion of the upload, this code was displayed. The technical service's consultant commented that this code represents a charge time that was greater than 45 seconds. The technical service's consultant recommended that stored data should be uploaded for analysis and the physician should consider device replacement. Uploaded stored date was reviewed and the device has been symptom-free since at least (B)(4) 2017 through (B)(4) 2017. The charge times, battery status and weekly impedance checks have all been normal. Notably, the weekly impedance checks have been completed successfully. It is assumed that the cr error was due to the prior intermittent difficulty to correctly measure subthreshold impedance measurements these results were communicated to the field clinical specialist. The field clinical specialist was informed that the device is currently operating normally with some possibility of intermittent weekly impedance measurements that could in turn re-activate the CT code. This is similar to the discussion and device symptoms to the call from (B)(4) 2016. The field clinical specialist was informed that the device's beeper should be manually reset. The field clinical specialist was planning to discuss this with the physician. Boston scientific received additional information from the field clinical specialist. The patient has been scheduled for an in-clinic device interrogation. The device's beeper will be manually reset at that time.